Manufacturer narrative:
On (B)(6) 2019 the arjo representative was informed about an event involving maxi 500 passive floor lift. It was reported that when the patient was transferred from the bed to the chair, the caregiver was maneuvering the patient over the chair by pulling the sling with the patient what led to the device tipping over. As a consequence of the event, the caregiver sustained graze on her shin. No treatment was required. After the event, the device was inspected by the arjo service technician. The visual and functional inspection showed that the lift was working according to the manufacturer¿s specification and no malfunction was found. The service technician indicated that the tipping issue was caused by an inadequate transfer technique chosen by the caregivers. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during the design phase for the maxi 500 device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as a contributing factor to the event. Taking into account all the facts and information collected in a course of this investigation, we can determine that the problem was related inadequate use of product by the caregivers. The maxi 500 operating and product care instructions (001.20815 rev.12) warn and inform the user: ¿never attempt to maneuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries.¿ looking at the incident scenario it has been established that passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tipping over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip and in this regard, the floor lift did not meet its performance specification. No adverse event occurred.

Event description:
On (B)(6) 2019 the arjo representative was informed about an event involving maxi 500 passive floor lift. It was reported that when the patient was transferred from the bed to the chair, the caregiver was maneuvering the patient over the chair by pulling the sling with the patient what led to the device tipping over. As a consequence of the event, the caregiver sustained graze on her shin. No treatment was required.